Manufacturer narrative:
Ground chain.

Event description:
It was reported to the service tech that at least one nurse had been shocked by the stretcher. It was reported the ground chain is not attached to the stretcher.